Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, the cause of the inadvertent device advancement into the aorta could not be established, although this issue is often influenced by patient anatomy and/or user technique. The report of air bubbles in the ventricles and right coronary artery is unusual and generally would not occur under normal circumstances. Potential causes of the bubbles include failure to de-bubble the contrast injector syringe, failure to properly flush the delivery catheter system (dcs), a balloon dilatation using air instead of saline, or an atrial septal defect that would allow air in the right side of the heart (which is a common occurrence when intravenous lines are used) to travel to the left side of the heart. A leak in the dcs could also cause bubbles; however, there was no report of a dcs leak, nor any allegation that the dcs showed signs of malfunction. The clinical report noted the likelihood of air bubbles being related to the procedure as higher than the likelihood of being related to the device. As there is no feasible reason that a valve malfunction could create air bubbles in the bloodstream, the issue is most likely procedure-related. It is unknown if the obstruction in the left main coronary artery was due to emboli or the valve, while occlusion of the distal lad was attributed to thrombus. The report of patient expiration due to cardiogenic shock and cardiac failure was noted, per the clinical report, as unrelated to the device and possibly related to the procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the event could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at approximately, the 4mm mark and was deployed to 2/3 using rapid ventricular pacing. After deployment, it was noted that the valve had advanced into the aorta resulting in severe paravalvular leak (pvl). It was noted that there were air bubbles in the ventricles and there was air visible throughout the right coronary artery (rca). A single inflation with a 20mm x 4.0cm z-med ii balloon was performed. There did not appear to be a significant impact on the severity of the pvl and the valve appeared to have advanced into the aorta somewhat more. The hemodynamics became unstable requiring vasopressor support. It was noted that the left main coronary artery (lmca) appeared to have diminished flow consistent with left main obstruction. Two stents were deployed into the lmca with good flow into the left main and left anterior descending coronary artery (lad). The distal lad appeared to be obstructed by thrombus. The patient was placed on an impella pump and transferred to the ICU. The patient¿s hemodynamics remained unstable requiring continued vasopressor support. The next day, the patient expired due to cardiogenic shock and cardiac failure. No autopsy was performed and the valve was not explanted. Note: it was not determined if the compromised flow was related to emboli or the valve position after it popped-out of the annulus. The patient was also transfused with 2 units of blood due to a decrease in platelets and hemoglobin levels.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the cause of the reported issue cannot be determined. Cardiogenic shock is a potential procedural complication per the corevalve IFU and can be associated with any cardiac or thoracic procedure, open or catheter-based. Patient death is an inherent risk when the patient condition is such that a valve replacement is needed to sustain cardiac function, and it can occur despite an ideal implant procedure and device functionality. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.